Manufacturer narrative:
Report confirmed for pm100. The device was returned used and with a ruptured exhaust hose at ~2.5 inches behind the motor. It was noted that the exhaust hose was missing a piece that was not returned. There was also scuff markings noted in the failed area of the exhaust hose which suggest that the hose was clamped. The clamping of the exhaust hose may have caused an occlusion which resulted to expanding of the hose against the constraint. Also, the clamping device may have caused a cut into the exhaust hose weakening it. The occlusion most likely caused the internal pressure in the exhaust hose to rise above the burst pressure of the hose, eventually causing it to rupture.the device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. Report confirmed for af01. It was returned used and bent at the footed portion of the attachment. Bent on the footed portion of the returned attachment is consistent with a side load that was applied/allowed on the footed portion. Bending stress caused the foot to bend. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ report confirmed for f1/8ta15. It was returned used and fractured and only the proximal end of the tool was returned. Fracture location and orientation are consistent with tools breaking when a side load was applied/allowed on the tool. Bending stress caused the tool to bend and break and the tool was most likely not rotating when it broke. It was also noted that there was a heavy discoloration on the tool which is most likely caused by oxidation that formed after the tool was cleaned/decontaminated for return. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive for three devices. The devices have been returned and are still pending their evaluation results. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a craniosynostosis, a part of the pm100 hose suddenly exploded approximately 6 inches behind the motor. There was no injury to the hands of the physician, however, she did have a bit of ringing in her ears. The explosion was close to the ear of the patient but there was no reported injury. The motor was used together with an f1/8ta15 tool and af01 attachment which became bent after the explosion. A new drill was brought to the field and the surgery was completed. On follow up, it was reported that there was a 30-minute delay on the procedure to assess everyone's status and for replacing the drill. There was no additional or non-routine actions taken as a result of the event. The health care professional is currently doing her normal activities and the patient had no further issues post-surgery.